Manufacturer narrative:
A technical services consultant was contacted and recommend using a magnet to get asynchronous pacing or to program the device to asynchronous mode. The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this pacemaker experienced dizziness during a procedure at the dermatologist. The procedure utilized eletrosurgical cautery which resulted in eletromagnetic interference. Noise was observed on both channels and the device stored ventricular tachycardia episodes. The patient had badycardia and pacing inhibition was suspected.